Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: preparing the c1 before use. -leaking or defective distal autozero valve (technical event:233004) -binary valve test failed -pressure sensor assembly failed no patient involvement.